Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic post-implant. Ovevrsensing was noted on a real time egm during decreased r wave. No other anomalies were noted. Programming changes and dft will be discussed with the physician. No further information is available.